Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and seizure on unknown date with blood glucose of 358 mg/dl. The customer reported other blood glucose level were 68 mg/dl, 353 mg/dl and almost 400 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.